Event description:
The suture broke on the device and it kept flipping over in the pocket. Physician changed out the lead and secured the device. No adverse patient events were reported. Should additional information become available, this file will be updated. Device remains implanted.

Manufacturer narrative:
We received your event description for the above mentioned device and would like tot hank you for supporting our post-market surveillance.as of today, the medical device is not available for analysis, therefore the device itselfcould not be investigated. The information you provided has been entered into ourquality system as a complaint. These types of complaints are used to evaluate systemsand device performance throughout our organization and help to maintain and improvethe performance of our devices.should additional relevant information or the device itself become available, theinvestigation will be updated.